Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and confirmed that the fiber optic connector had been damaged. To fix the issue, the fse installed a new fiber optic connector. The logs were reviewed and no issues were found. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a visual inspection performed by the customer's biomedical engineer, the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was found to be damaged. There was no patient involvement, and there was no adverse event reported.